Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the right coronary artery with heavy tortuosity and mild calcification. The advance guide wire was used without issue with a micro-catheter. When the advance guide wire was re-inserted into a new micro-catheter, resistance was noted between the devices, and the devices became stuck. The devices were removed together. A new non-abbott guide wire, and non-abbott micro-catheter were used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: tazuna 2.0x15mm; guide wire: runthrough; guide cath: launcher 6f jr3.5, corsair microcatheter, finecross. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.